Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for a diabetes-related reason. Customer's blood glucose level was 609 mg/dl. Customer had diabetic ketoacidosis. Customer was supposed to change their infusion set last night, but there were air bubbles in the tubing. Customer was treated with an insulin drip, several bags of saline, b5, and potassium. Customer was wearing the pump at the time of hospitalization. Customer was completely disconnected from the pump. Customer found no air bubbles, but thinks there were bubbles in the old tubing. Troubleshooting was performed and pump passes priming and high pressure tests. Customer was working as designed. Customer was advised to change the entire set, reservoir, and insulin. Customer's wife mentioned that the customer was throwing up and she could not get his blood sugars down. No further assistance needed.